Manufacturer narrative:
An event of difficulty to setting up device and device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. Images received appeared to show the device in bulbous deformation, however this cannot be confirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. The cause of the reported incidents could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Per the information available abbott cannot further speculate on why the reported events occurred.

Event description:
It was reported that on (B)(6) 2024, an 18-18mm amplatzer talisman pfo occluder was chosen for implant to close a patent foramen ovale (pfo) using an 8f amplatzer talisman delivery sheath. During device preparation, it was difficult to pull the device into the loader. When the device was deployed in the body, the right atrial disc of the device did not expand properly and showed a bulbous shape. Pushing with the sheath did not help. Contacts occurred with intracardiac tissue during the occluder deployment. The device was pulled back into the sheath with difficulty, and the device was replaced with another 18-18mm amplatzer talisman pfo occluder using the same delivery sheath. There were no bends or kinks been observed in the delivery sheath. The replacement device entered the loader without resistance and expanded properly in the body. After placement, the bubble test showed no residual shunt, and the procedure was completed successfully.

Event description:
It was reported that on (B)(6) 2024, an 18-18mm amplatzer talisman pfo occluder was chosen for implant to close a patent foramen ovale (pfo) using an 8f amplatzer talisman delivery sheath. During device preparation, it was difficult to pull the device into the loader. When the device was deployed in the body, the right atrial disc of the device did not expand properly and showed a bulbous shape. Pushing with the sheath did not help. Contacts occurred with intracardiac tissue during the occluder deployment. The device was pulled back into the sheath with difficulty, and the device was replaced with another 18-18mm amplatzer talisman pfo occluder using the same delivery sheath. There were no bends or kinks been observed in the delivery sheath. The replacement device entered the loader without resistance and expanded properly in the body. After placement, the bubble test showed no residual shunt, and the procedure was completed successfully.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.